Manufacturer narrative:
An event of device malposition and heart block was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block is likely related to a mix of patient comorbidities, calcification, and implant depth, however this cannot be determined. The reported device malposition is related to the device being implanted at an inadequate depth. Surgical interventions are a result of case specific circumstances, as a temporary pacemaker was initially implanted and was later changed for a permanent pacemaker. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). The patient has a history of left bundle branch block (lbbb). The length of the membranous septum was 4.5mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon valvuloplasty (pre-bav) was performed using an unknown balloon and the patient was developed with a complete heart block. During the procedure, the valve was able to be implanted at a depth of 1mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-implant, a temporary pacemaker was left inside to stabilize the cardiac rhythm and being monitored. On the same day, a permanent pacemaker was implanted to resolve this event. The patient was in a stable condition and subsequently discharged.